Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2009. The lens was explanted on (B)(6) 2015 due to low vault and lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Claim# (B)(4).